Event description:
The nurse taking care of patient went into patient's isolette for cares and found the PICC [peripherally inserted central catheter] line had snapped off at disc connection. A member of the PICC team removed the line from patient at that time. Entire line was accounted for after removal. At the time of the event dextrose 7.5% with 1/2-unit heparin/ml was infusing through the line. Manufacturer response for PICC line, (brand not provided) (per site reporter). Have not received response to date.